Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/14/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the sales rep said this happened twice already, pc-001663937 is the second file. The correct lot number is uamhtm. ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? Yes ¿ what measures were taken to retrieve the broken piece? They just saw it and grabbed it. ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Ghina salman - nurse ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Sales rep will be sending product in today with the shipper kit they have. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke off in the patient during the case. They were able to retrieve the needle and get another one to complete the case without patient harm. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified